Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of needle insertion difficulty was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise, and a build-up of skived material was noted at the distal end of the dilator. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving. The cause of the skiving remains unknown.

Event description:
This report is to advise on skiving found during analysis. During the af procedure, after the sheath was inserted in the patient it was noted that the brk could not go through the sl1 sheath. The sheath was exchanged and the procedure was completed with no consequences to the patient.